Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The patient was sitting at a bar at the time of the events. The sensing vector was set to the alternate vector. Technical services discussed the electrograms with the caller. The local representative ran the autosetup feature and reprogrammed the device. There were no additional adverse patient effects. The system remains implanted.